Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device available for evaluation - additional h2: additional information h6: adverse event problem - additional.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and failed due to window damage. A receiver charge test was performed and failed due to the battery not full charge after 3 hours on charging test. A receiver boot test was performed and passed. Functional tests were not performed. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.